Event description:
Baxter received a report that tc bariatric plus w/ air had head of bed not going up. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter service technician found that patient was laying to high in the bed. The patient was moved towards the foot of the bed to resolve the reported event. Based on this information, no further action is required. The IFU advised the customer to follow the below information for the proper placement of the patient: -the hip position label indicates the correct position of the patient¿s hips while on the bed. The labels are on the inside of the intermediate siderail just below the head up/down controls on the patient control panel.